Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reported after plugging into their pc, the alert cleared. The customer¿s blood glucose was 150-180 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.